Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise on the image. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified procedure, the camera head broke, and the external screws of the video connector popped off. The procedure was completed with a similar device, with no surgical delay or patient harm.

Event description:
It was reported that during preparation for use for an unspecified procedure, the camera head broke, and the external screws of the video connector popped off. The procedure was completed with a similar device, with no surgical delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.